Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 was failed to open. A field service engineer opened the back panel and identified a board with no indicator light, replaced the retractor band and reseated all drawer cables after verifying no damage, powered the unit back on, and the board light restored, ran hardware test application (hta) diagnostics with successful results and had the customer complete an inventory count with no issues, confirming resolution. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to open the drawer 5.2. The customer attempted to gently push the drawer and rebooted the station; however, the drawer could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.